Event description:
It was reported that the pump was replaced. The device system implanted for low back pain/extremity pain. Patient had recently told the healthcare provider that the pump "never really worked." During pump replacement, catheter patency was confirmed. Drug delivered via the device was morphine. Following replacement patient was pain free, but felt like he was getting too much drug (please refer to MFR report # 3004209178-2012-03349 that has reported on the events occurring following replacement).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly/corrosion. The pump passed all non-destructive lab testing. There was a motor stall recovery in the logs of the pump. After doing destructive analysis the technician found significant residue on gear three's o-ring located on the top bridge. There was some residue was also seen on the upper shaft of the rotor magnet.